Event description:
A clinical incident involving an ultravac with integrated cable arthrowand was reported to arthrocare corporation. During rotator cuff repair and arthroscopic subacromial decompression of the shoulder, the pt sustained a 4 to 5 inch burn on the pt's shoulder. The burn was treated with xeroform dressings and bacitracin ointment. It was reported the burn was resulted from fluid leakage from the cannula in the surgical site.

Manufacturer narrative:
The device was reported as returning for investigation. Awaiting return of device to complete investigation.